Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a battery out limit and occlusion from the insulin pump. The customer's blood glucose reading was 69 mg/dl. The customer received no delivery because her reservoir was low. The customer stated that she changed her battery and there were no bars on the pump. The customer reported alarm did not occur during manual prime. The insulin pump will not be returned for analysis.